Manufacturer narrative:
Investigation summary: photo evaluation: one photo was returned for investigation. From the photo, observed needle shield and hub damaged. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The defects may have been created during the assembly process. If a needle was fed onto the assembly equipment in a slanted position it could potentially hit the side of the dial and become damaged. A sensor has been installed on the assembly equipment to detect the presence of a slanted needle and then stop the machine so the appropriate action can be taken. Customer complaint trends will continue to be evaluated on a monthly basis.

Event description:
It was reported that bd luer-lok¿ syringe needle and cap were damaged. The following information was provided by the initial reporter: it's found needle and cap damaged when opening the package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe needle and cap were damaged. The following information was provided by the initial reporter: it's found needle and cap damaged when opening the package.